Event description:
The customer reported being diabetic over 60 years and his cardiologist had him on bystolic, a beta-blocker, which worsened his slowly increasing inability to detect hypoglycemic episodes. The customer stated that she had an accident and his car was totaled; the customer was hospitalized. After the accident his endocrinologist and cardiologist agreed to stop he beta-blocker and substituted with irbesartan. A follow was conducted and the customer stated that over a year ago he was hospitalized due to low blood glucose of 40mg/dl maybe and he had a car accident. He was taken to the emergency room in an ambulance and then he was released. However, the customer went back to the local emergency room and had a concussion. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.